Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. This system will not be returned for analysis. No additional adverse patient effects were reported.